Event description:
It was reported that the user experienced low and fluctuating blood glucose while using the ilet, including sensor and fingerstick values in the high 70s with subsequent elevations to the 180s after a meal and concerns about insulin stacking with approximately 5.34 units on board. Symptoms included shakiness, dizziness, weakness, palpitations, nausea, and emotional distress related to recurrent lows. Outcomes included self-treatment of hypoglycemia with fast-acting carbohydrates and return to target range without hospitalization, emergency care, or alerts/alarms. Investigation included review of synced device reports and user education on treatment of hypoglycemia and insulin-on-board awareness. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, with the pattern of delayed lows after breakfast announcement suggesting a use-related or physiological factor rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with cause-unclear hyperglycemia and hypoglycemia patterns without evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.